Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A doctor reported a case of decentered refractive surgery, observed bilateral (per corneal topography) ona pt one day post lasik. Add'l info has been requested. There are two related reports for this pt. This report addresses the pt's right eye. Another MFR's report will be filed for the fellow eye.